Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
During initial testing at the mfg facility, the device was found to deliver less than expected. Note: the device was received from the customer with a report of an alarm condition.